Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1900708 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two of these appliers from the same lot had the same issues. Both had the first clip come out fine and lock and subsequent clips after came out of the jaws (it was almost as though the cycle was off where the automated click was not synced with the clips). The first applier we were able to manually remove the clip and cycle through 2 clips and the rest worked fine. The second applier we were not able to recover. This was with 2 different surgeons during a trial where they both used for the first time.